Manufacturer narrative:
The date of event is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced drg lead migration. As a result, the patient had the drg lead explanted and replaced. During the surgery the patient also had the scs system explanted and replaced (manufacturer report reference number: 1627487-2020-49263, 3006705815-2020-33442 & 3006705815-2020-33443).

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.